Manufacturer narrative:
This report is submitted on september 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 26, 2019.